Manufacturer narrative:
The product will not be returned for eval. We are unable to assess if any product condition could have contributed to the pt's infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The pt reported in the morning she noticed the site was pink so she removed the pod. The site was red and there was also an abscess. She went to the doctor office twice for drainage and she was placed on a 10 day treatment of antibiotics. She also stated that her site still hasn't healed up properly at the time of the call. The pod was discarded.